Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the service light on the cooler heater unit was on intermittently, along with an audible alarm. The device was not changed out, as the unit still functioned and they were able to finish the case with the suspect unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the customer has been testing the unit for a few days, then called the fsr and requested service. Technical support recommended the customer reseat all the circuit boards, which he did. The customer tested the coller heater unit by running it in "maintain" mode and varying the temperature to try and recreate the intermittent problem.